Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The associated anchor was not returned and therefore not available for a physical evaluation. The complaint cannot be confirmed. However proximal anchor breaks in hard bone have been associated with out of spec drill bits and a CAPA has been initiated to capture this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the device manufacture date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep reported that during a shoulder repair surgical procedure, it was observed that the customer's gryphon drill bit was short causing the proximal end of the anchor to peel off during insertion. The sales rep reported that the surgeon used three different devices and each time the last proximal thread was sheared off the anchor during insertion. All the anchors were left securely, inside the boneholes with nothing left proud. The surgeon removed all the small broken fragments with a grasper. The surgeon completed the procedure with no patient consequences. There was a 10 minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.